Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 219 mg/dl. The customer stated that his symptoms included weakness, frequent urination, headache and fatigue. Troubleshooting was performed and found that the date on the insulin pump was incorrect. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.